Event description:
The manufacturer received information alleging mandatory maintenance to be carried out. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at third-party service center, ventilator inoperative error codes were found in the ventilator's downloaded error log. Evt_mach_flow_drift_high means the machine flow sensor drift above the specification (>0.2lpm) and evt_tpy_held_in_bm means the therapy cpu is still running in boot monitor software. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the reported error codes. Necessary parts were replaced to fulfill preventive maintenance, and the device passed all testing. Additionally, unrelated to the ventilator inoperative error codes, during the evaluation of the device at third-party service center, error codes related to the motor drive and motor flux measurement were noted. Evt_drv8301_octw_active_low means the motor driver ic has detected an over-current or over-temperature condition. Evt_motor_flux_magnitude_runtime means the motor flux measurement is either too high or too low when the motor is in the run state. Blower assembly needs replacement to address these issues.